Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 12/14/2020 h.6. Investigation: one photo was received from the customer to demonstrate the location of the reported leak. The arm of a smartsite was pointed to as the location of the leak. Customer returned 3 of the 6 samples that was reported to have leaked and each set was primed and evaluated. Sample 1 was leaking from a pin-hole sized hole, for which the root cause of is unknown. The customer complaint that the tubing was leaking at the port connection was verified. The actual lot# of the reported events are unknown, however a device history record review was run for each of the possible lot# provided. A device history record review for model 2426-0500 lot number 20063067 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 20093309 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0500 lot number 20083339 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The actual lot# of the reported events are unknown, however the chc of the possible lot# provided are: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20063067 regarding item #2426-0500 a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20093309 regarding item #2426-0500 a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #20083339 regarding item #2426-0500 h3 other text : see h.10

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing leaked. The following information was provided by the initial reporter: it was reported that on all six occasions, the tubing was leaking at the port connection. Verbatim: multiple reports have come in over the last two months describing bd infusion sets leaking at the port connection. These reports have come from at least three of our campuses and all describe leaking at the same location on the tubing. Pictures available. Supply chain notified our local sales rep that we have received reports of leaking from multiple sites and that a report would be filed with the FDA. - what were the incident dates for each event? (B)(6) - what was the lot number that was in use at the time of each event? Unfortunately the lot numbers were not recorded in any of these instances so we have no way of relaying that information. - you stated this issue has occurred at three separate campuses. Please provide the name of each facility. (B)(6)- you stated that samples are not available for return. Please provide a picture/video of each event. I don¿t have a picture or video of the actual event. I do have a picture a nurse sent me indicating where the leaking is occurring. The leaking was reported to occur at the same location in all of the events.

Manufacturer narrative:
Medical device expiration date: unknown. The initial reporter also notified the FDA on 03 november, 2020. Medwatch report # (B)(4). Report source other: medwatch report. Device manufacture date: unknown. (B)(4). Investigation summary: one photo was received from the customer to demonstrate the location of the reported leak. The photo is not a picture of the defective product and did not show any leak. All samples were discarded by the customer. The arm of a smartsite was pointed to as the location of the leak. The customer complaint that on six occasions the tubing was leaking at the port connection could not be verified due to the product not being returned for failure investigation. The actual lot# of the reported events are unknown, however a device history record review was run for each of the possible lot# provided. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing leaked. The following information was provided by the initial reporter: it was reported that on all six occasions, the tubing was leaking at the port connection. Verbatim: multiple reports have come in over the last two months describing bd infusion sets leaking at the port connection. These reports have come from at least three of our campuses and all describe leaking at the same location on the tubing. Pictures available. Supply chain notified our local sales rep that we have received reports of leaking from multiple sites and that a report would be filed with the FDA. - what were the incident dates for each event? (B)(6). - what was the lot number that was in use at the time of each event? Unfortunately the lot numbers were not recorded in any of these instances so we have no way of relaying that information. - you stated this issue has occurred at three separate campuses. Please provide the name of each facility. (B)(6). - you stated that samples are not available for return. Please provide a picture/video of each event. I don¿t have a picture or video of the actual event. I do have a picture a nurse sent me indicating where the leaking is occurring. The leaking was reported to occur at the same location in all of the events.